Manufacturer narrative:
No report of procedure delays or cancellations. A steris service technician onsite to inspect the lighting system and found that the bottom joint cover cracked and the screw that is installed within the joint cover was missing. The technician replaced the cover and screw and confirmed the led surgical lighting system to be operating properly. The led surgical lighting system is not maintained by steris. The user facility's biomedical engineering department is responsible for conducting the maintenance of the lighting system. The harmony led lighting system operator manual states, "regular service and maintenance must be performed only by steris or a steris-trained technician. Any work performed by inexperienced or unqualified persons or the installation of unauthorized parts could cause personal injury, invalidate the warranty or result in costly damage". The technician stated, he discussed with the customer the importance of proper maintenance of the lighting system and to be cautious of bumping the lighting system into objects when in use. The harmony led lighting system operator manual states (p.1-2), do not bump lighthead into walls, or other equipment. Always use handles when positioning lighthead during examination procedures, or when cleaning or servicing the examination lighting system. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure a spring arm cover from the led surgical lighting system fell into the sterile field. No injuries occurred as a result of the event.